Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g) investigation ¿ evaluation as reported, during a stone extraction procedure, the baskets of two 'ncircle tipless stone extractors' opened and closed asymmetrically. The basket would slip off of the stones making it difficult to capture and extract the stone fragments. One basket made patient contact; the other basket issue was noted prior to use. Both devices were tested prior to use and noted then to not function normally. A third basket was used to complete the procedure. No adverse effects or additional procedures were reported for the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint devices were not returned. A picture of the product labeling, and a video of each device was supplied by the user. Both videos showed that the baskets would tilt to one side during extension and retraction. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed non-conformances for "basket wire alignment incorrect" in which 20 devices were scrapped. All devices in the lot were functionally tested for proper operation, and the devices that were shipped passed inspections. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide enough evidence to support that the devices were manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B5: additional information received 14sep2023 and 20sep2023. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 14sep2023 and 20sep2023: both devices were tested prior to use and noted then to not function normally. The customer confirmed that both devices were opened for the same procedure/patient, though one device was not used in the patient. The other complaint device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = (B)(6). G4: PMA/510(k) # = exempt h3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = product to be returned: unknown this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stone extraction procedure, the baskets of two 'ncircle tipless stone extractors' opened and closed asymmetrically. The basket would slip off of the stones making it difficult to capture and extract the stone fragments. One basket made patient contact; the other basket issue was noted prior to use. Additional information regarding the event and patient outcome has been requested but is currently unavailable.